Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis of the lead found an insulation abrasion at 22.0-22.6cm from the distal tip. The abrasion was consistent with constant friction with another implantable device.